Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock. Programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. Programming changes were made. Patient condition was stable.